Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(6). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a placement of sub urethral sling (sloyx) and cystourethroscopy procedure performed on (B)(6) 2018. According to the complainant, post procedure, on (B)(6) 2018, the patient was experiencing spontaneous voiding ranges 60-150 cc. However, she was doing intermittent self-catheterization and she reported post-void residual urine volume of 300-500 cc. The physician advised that if a week after, her spontaneous voids would not increase, and the volume of her catheterized urine would not decrease, release of the sub-urethral sling will be completed. Subsequently, on (B)(6) 2018, revision of the sling was performed. The suture was removed from the incision and scissors were used to explore the sub-urethral tissue to separate the sling. However, it was reported that it was not certain if the sling was cut although it was likely. The physician confirmed that no portion of the sling was removed as it was not the intent of the procedure. The tissue was further explored to try to ensure that the sling had been released. After the procedure, cystoscopy was done and revealed no urethral injury. However, since the dissection was near to the urethra, a foley catheter was placed overnight. The patient was reportedly informed that there was a possibility that the sling had not been cut. Furthermore, on (B)(6) 2018, the patient reported to have spontaneous voiding again with 50 - 150 ml range but she continues to have post-void residuals up to 300 ml. She was advised to discontinue taking oxybutynin immediately. The physician also reported that the problem is still ongoing. The physician is considering a release procedure with another physician. He also mentioned that if the patient¿s symptoms don¿t resolve, the sling might be closer to the uvj (urethrovesical junction) and that he was not able to cut the sling. Should additional relevant details become available; a supplemental report will be submitted.